Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced multiple pump alerts including "unable to proceed," "change insulin," and a restart alert associated with a consecutive motor stall after running out of insulin and attempting a cartridge change, with high glucose observed until the infusion set and all supplies were replaced and tubing was successfully filled, after which insulin delivery resumed and glucose returned to range. Symptoms included hyperglycemia, with a reported peak of 345 mg/dl and elevated levels for approximately 12 hours. Outcomes included no health consequences or impact, with no ketone testing, no back-up therapy, and no medical intervention, and the user did not require assistance. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified that was resolved by changing the infusion set and supplies, aligning with a device mechanical problem presentation. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.